Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip device was received for product evaluation. The carrier tube assembly was returned separated from the hemostasis sheath hub. The sheath shaft was cut below the hub and not returned. The header bag and locator were returned as well. Visual inspection revealed that the hemostasis sheath was observed to be unmated from the carrier tube assembly. The locking mechanism on the carrier tube assembly was in forward lock position (manufactured position). The collagen in the carrier tube assembly was observed to be stuck in the valve of the hemostasis sheath hub. A cut was confirmed below the sheath hub and the shaft was not returned. There was a minor kink observed on the arteriotomy locator at the blood inlet holes. The device sleeve was subjected to visual analysis under the microscope and no anomalies were found with the locks of the device. However, multiple kinks were found on the carrier tube shaft near the device sleeve. The complaint could be confirmed for the allegation of assembly difficulty. The exact root cause of this failure cannot be determined. Based on the returned device, the likely root causes for this issue may be that the collagen has expanded prematurely causing resistance for the carrier tube to advance through the sheath hub. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that initial angiogram confirmed a good puncture; the involved angio-seal dilator and sheath were inserted over the wire. Flow was present however, not strong pressure. Fluro shot confirmed position of device. The angio-seal inserted into sheath and could only able to be advanced part way into sheath. Attempt to remove the device back through the hub unsuccessful due to footplate. The collagen was able to be withdrawn through the hub. The sheath was cut distal to the footplate and the device was removed. A wire was passed into the remaining part of the sheath and a replacement angio-seal was successfully deployed. It was a tavi case. Additional information was received on 08jul2021. The fr size is 14f for the delivery of the tavi device. When they close a tavi femoral access site they used two proglide to minimize the access hole size (reduce from 14fr to 6fr size). An angio-seal is used to achieve the final hemostasis. In this case a second angio-seal achieved hemostasis. A tavi case -14fr edwards sheath was used. The patient's condition was stable.